Manufacturer narrative:
Two used device was received for evaluation. Functional and visual tests were done the reported issue can be duplicated. The root cause of the issue was unknown.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported when the infusion site detached, causing insulin leakage. The event occurred while in use with patient. The operator of the device was the patient. There was no patient injury.